Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was confirmed.returned product was disassembled to observe the condition of the locking ring and location within the tray. The locking ring was deformed due to impaction and not centered within the slot area. The alignment ring was shifted off axis to the left bent beyond functional use. No dimensional analysis of features was performs as the bearing and tray alignment features were working properly but the locking ring between the two components was not properly aligned. Product left our facility within design specifications as there is no evidence to suggest otherwise.review of complaint history found no additional related issues for this item.review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported during an initial shoulder procedure the scrub tech and surgeon tried to assemble the bearing onto the tray, however, they would not snap together, this occurred outside the patient on the back table. Another bearing and tray of the same size were used to complete the procedure without issue or delay.